Event description:
A pangea polyaxial screw was implanted at the end of a veptr construct in the pelvis. Follow up x-rays showed the head of the screw had popped off. Patient noted as obese and in a wheel chair. A planned veptr lengthening was previously scheduled. During the planned procedure, the surgeon removed the screw and broken head and replaced with a bigger screw.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation could not be completed; no conclusion could be drawn, as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.